Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire tip detachment occurred. The target lesion was located in the anterior tibial artery. Earlier in the case the posterior tibial artery was successfully ballooned. The physician was attempting to cross the anterior tibial artery and the 300cm pt2 guide wire went subintimal. The pt2 guide wire was pulled back and approximately 2cm of the device distal tip broke off. The physician decided to leave the detached tip where it was. The procedure was ended due to other reasons. No further patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed a fracture located approximately at 298.2cm from the proximal end. All outer diameter measurements are within the specifications. Sem analysis revealed failure is located in the side of the tip of the samples, in a welded zone between two wires, only one of the wires was provided. Sample provided exhibited a region with evidence of molten material that was identified as tin. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a guide wire tip detachment occurred. The target lesion was located in the anterior tibial artery. Earlier in the case, the posterior tibial artery was successfully ballooned. The physician was attempting to cross the anterior tibial artery and the 300cm pt2 guide wire went subintimal. The pt2 guide wire was pulled back and approximately 2cm of the device distal tip broke off. The physician decided to leave the detached tip where it was. The procedure was ended due to other reasons. No further patient complications were reported and the patient's status is listed as fine.